Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.

Event description:
Reported false positive sars result for 1 employee. It is unknown if the employee was symptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Corrected data: h6- added codes 4106 and 11 to the type of investigation as retain testing was done. Corrected narrative: investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: could not duplicate with retains. Source: email.